Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6 investigation summary visual inspection: the device was found broken as reported. Furthermore the device is slightly bent. We found that the broken part of the guide wire runs in a cone at the end. The observed damage is consistent with the reported complaint condition as such the complaint condition can be confirmed. All features related to the reported complaint condition were reviewed and no other issues were identified. Dimensional inspection: feature: outer diameter; dimension drawing: 1.1 0/-0.07 mm; dimension measured: 1.08 mm; result: pass. Feature: overall length: dimension drawing: 150 +0.5/-0.5 mm; dimension measured: 106.60 mm; result: fail (broken part is embedded in patients body). Drawing/specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Furthermore, as indicated in the manufacturing documents, the correct material was used according iso (B)(4). Summary: the complaint is confirmed as the guide wire was found broken as reported in this complaint. Furthermore, we can also confirm that the broken portion which remained in patients body has a length of approx. 43 mm. As stated above does the guide wire run into a cone above the fracture face and the outer side of this cone is bent. This is a clear indication that the wire was bent during drilling and that the drill bit did cut into the deformed guide wire as the drill was not able to follow the deformed guide wire. Hence, it is likely that a user error has finally led to the malfunction/ breakage of the device. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected device history: this mre review is for sterilization procedure only. Part: 292.623s; lot: l117231; manufacturing site: selzach; supplier: (B)(4). Release to warehouse date: 02.september 2016. Expiry date: 01.august 2026. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part was manufactured in balsthal: part: 292.623; lot: l110674; manufacturing site: balsthal; release to warehouse date: 22.august 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent surgery for the 5th metatarsal bone fractures by using the headless compression screws (hcs) 3.0 mm. During the surgery, the guide wire in question got broken and around 20-mm fragment was left in the patient¿s body. The surgeon inserted a new guide wire near the broken guide wire and then inserted an hcs 3.0 mm screw for fixation. The surgery was completed with a less than thirty (30) minute delay while the 20-mm fragment of the broken guide wire was left in the patient¿s body. No further information is available. Concomitant device reported: unk - screws: 2.4 mm and 3.0 mm headless compression (part# unknown; lot# unknown; quantity: unknown). Unk - drill bit (part# unknown; lot# unknown; quantity: unknown). This report is for one (1) 1.1mm non-threaded guide wire 150mm. This is report 1 of 1 for (B)(4).